Manufacturer narrative:
User facility reports that stretcher has been disposed of as it is unrepairable.

Event description:
It was reported by svc report that the stretcher has a broken siderail weld exposing sharp edges and the siderail cannot be latched up. No pt involvement or adverse consequences are reported.